Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that a rotaflow drive unit was inspected because of a problem "head error". It happened during maintenance and service. A rotaflow console ran under battery mode for inspection we were aware that a acoustic alarm emitted with the "head error message" after about one hour. (B)(4).

Manufacturer narrative:
The rotaflow drive was investigated by emtec according to reported issue by the customer:"head error." The failure was reproducible. After investigation it was found out that disinfectant fluid was penetrated into the device as well as on the electronics. This will be the reason for the failure because fluids are usual conductive. Therefore the modules (mc1 and mc2),the bar bearings and magnetic couplings have to be exchanged. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).